Event description:
It was reported that the patients device was not working as intended. The patient underwent a revision procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's device was not working as intended. The patient underwent a revision procedure. Additional information was received that the patient had an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.